Event description:
MFR. Reference report: 3006705815-2019-01636.

Manufacturer narrative:
(B)(4).

Event description:
Product manufacturer reference number: 3006705815-2019-01636. It was reported that the lead was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2: MFR. Reference report: 3006705815-2019-01636. It was reported that the patient is not receiving adequate therapy due to high impedance on a lead. Reprogramming was attempted without success. As a result, surgical intervention may take place.